Event description:
During the infusion of hematopoietic progenitor cell apheresis autologous stem cell product the spike on the baxter y-type solution set inserted into the autologous stem cell product contained in the origen cryostore eva bag was visibly bent.